Event description:
It was reported that the patient experienced a shocking or jolting sensation following a CT scan done over a month prior to the report. The patient reportedly felt as though she got "electrocuted." It was noted that the patient left the device on during the procedure. The patient did not have this complaint prior to the CT scan. However, after she left the CT field, the device was ok. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4): product type programmer; patient product ID 3889-33, lot# v704501, implanted: (B)(6) 2011: product type lead. (B)(4).